Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual evaluation of the returned products identified that there is debris inside the sterile packaging. Review of the device history records identified no related deviations or anomalies during manufacturing. The likely condition of the products when they left zimmer biomet was non-conforming. The root cause of the reported event is the operator not following instructions during the manufacturing process. A corrective action has been initiated to further address the reported failure. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Report source: foreign country: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the circulated items in the warehouse identified debris in sterile packages. No patients were involved. Attempts have been made and additional information on the reported event is unavailable at this time.